Event description:
It was reported that the patient passed away. The caller stated that the patient was picked up by a friend, and she informed the friend that her blood glucose was 610 mg/dl. The patient's eyes were glossy as well. It was stated that the patient spoke with her daughter later that night, and the patient sounded confused and lethargic, and was showing signs of low blood glucose. When a friend went to check on her, she found the patient on the floor. She was not wearing clothes, and had vomit and urine on her clothes. It was not known whether or not the patient was wearing the insulin pump at the time of her death. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.